Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). The logs I pulled over the weekend had every pump connected on average of 30 minutes and some change (seconds). This is because the customer's wireless infrastructure (controller), has the session timeout value enabled for 1800 seconds (30 minutes), which means that the pump has to reauthenticate to the wireless access point every 30 minutes. This is not a product issue with the pump, but rather the customer's wireless infrastructure settings. This is what is causing the pumps to not maintain a connection to the alaris server. The root cause has been identified, and a solution has been provided to the customer (increasing the connection timeout to at least 3 hours, or disabling it). This is for a test server, not production. I am closing the case. (B)(4). Took a look at logs and ran the communication server connectivity statistics tool on a couple of infusion server logs and saw that the average connection duration was 27 minutes, and there were a lot of disconnects from the server happening. Met with the (B)(6) team regarding their wireless timeouts, and suggested putting it on 5ghz band. 5ghz is failing to associate to their access point. They have 5ghz disabled. They have left 5 pumps on a/b/g/n over the weekend and I will monitor wireless connectivity. (B)(4). (B)(6) is getting ready to go live with status only interop. They received a few loaner devices from the (B)(6) sales team and are stating a couple of them are falling off the systems manager. I actually do not believe there are any issues and when I have investigated it was not actually the systems manager at that time but they are now concerned about the connectivity. The devices in question are on their testing environment being used for nurse education. It has been happening for about 1-2 weeks and as mentioned not in prod and not on patients. They sent the device logs from biomed this morning and wanted assistance in what these are actually telling them so they can investigate the cause and feel confident with our devices. Let me know if you would like a call. (B)(4). Hello (B)(6), hope you are well. I will be assisting you on this case. However, I need some additional details please. What is the issue mount sinai is experiencing with the device? When did the issue happen? Was it in production environment? If so, was there patient harm? Thank you, (B)(6). (B)(4). Hi (B)(6), for logs like this I would ask that you open a ticket with our support team and have attached a document with that number. That team would be able to assist with the logs and troubleshooting a device problem. As mentioned in the previous emails, I believe it would be best to get a technical call with all three teams (cerner, mt sinai, and bd) so we can actually pull messages and review what we are seeing. This would also help us to see if it is an issue with a device or two or something more global. Could you also tell me if the devices in question have issues in the same location? Thanks (B)(6), let me know once you here from (B)(6) and we can get the call setup. (B)(4). (B)(6), please let us know if you need anything else from us. Thanks, (B)(6). Here are the error and event logs from the two pc units (serial numbers (B)(4)) as well as the one syringe module that had an error log (serial number (B)(4)). We have also a copy of the logs from system manager for the two pc units. (B)(6).